Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had powered off associated with a cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings:a review of the black box indicated multiple reboot events and call service 078 alarms had occurred. Visual inspection revealed that the battery compartment was cracked. The battery cap was able to fit and maintain an electrical connection. There was evidence of moisture corrosion observed in the battery compartment. The pump failed leak testing due to a leak at the battery compartment. The pump powered on normally but emitted a call service 078 alarm during the first rewind attempt. Additional testing for the allegation of no power could not be completed due to the call service alarms. The pump casing was opened and there was evidence of moisture corrosion on the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: date of submission (B)(6) 2015 device evaluation: additional information from device evaluation: a motor regulator component was found to be broken, which was determined to be the cause of the call service alarms.